Manufacturer narrative:
A manufacturing record review was completed and zero nonconformance's were found therefore, supporting the device met material, assembly and performance specifications prior to shipment. The product was not returned for evaluation. Based on the event details, it is likely that the turnpike spiral catheter was damaged while advancing or withdrawing through a calcified lesion. The coil most likely dislodged from the catheter shaft but remained intact and was removed attached to the turnpike spiral. We have initiated an internal non-conformance to address the late reporting of this event.

Event description:
Physician pulled on the turnpike spiral, when 2cm of the outer nylon coil was solidly entrapped in the calcification, the nylon was de-coiled from the catheter and attached to the microcatheter. No patient injury or medical intervention was reported.